Event description:
It was reported that the customer was hospitalized due to high blood glucose. The blood glucose reading at time of call was 399mg/dl. It was stated that the insulin pump alarmed motor error and off no power. It was stated that the insulin pump has cracks. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.